Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was high. She changed her site to treat for the high blood glucose level but she over corrected and ended up with a low glucose level of 34 mg/dl. The customer stated that she was treated by her husband and daughter with soda. The customer refused troubleshooting and was advised to monitor the insulin pump. The customer's blood glucose level was 84 mg/dl at the time of call.